Event description:
It was reported that during an unknown procedure, the tissue pad of the device was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad partially detached and the blade scratched. The tissue pad was found with b-form staples embedded, evidence that the blade had been in contact with another metal. The device was tested with a generator and was functional. It is probable that the contact between the contact between the b-form staples and the tissue pad when the clamp arm was closed and the blade was activated may have damaged the tissue pad and the blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the 7700 system locked up and appeared to continue to fluoro. No patient injury was reported.